Event description:
During procedure the balloon did not deflate/ refold correctly. There was difficulty in retrieval and guide catheter tip was damaged. No complications occured.

Manufacturer narrative:
Follow up report for additional information not known at the time of original report, such as, investigation type, findings, and conclusion.

Event description:
Follow up report for cc2021-044-ir; MFR report.